Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to wear of angle wire, bending angle in up direction did not meet the standard value, the plastic distal end cover c-cover had a scratch, the objective lens had discoloration, the flexibility adjustment ring had a scratch, the grip had a scratch, the section cover had a scratch, the switch box had a scratch, switch 1 sw1 had a scratch, paint on the suction cylinder was peeled and shaved, the air/water aw cylinder had a scratch, the lock engagement fe lever and knob had a scratch, right/left r/l knob had a scratch, the control unit had discoloration and has scratch, the standard connector had a scratch, the universal cord had a scratch, the universal cord was sticky, the standard-connector was dirty due to water leakage, the adhesive on the bending section cover a-rubber had a scratch and was cracked, due to wear of angle wire, the play of up/down u/d knob was out of the standard value, the connecting tube had a scratch, and due to dirt on the objective lens, foggy image occurred. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, the evis lucera elite colonovideoscope exhibited non targeted scope connection error e315. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the damage of the image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit [ic] chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning: "<inspection of the endoscopic image> confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4. Operate the angulation control knobs and turn bend the bending section. 5. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.